Event description:
It was reported that the patient had an allergic reaction for the "last 6 months." The cause had not been determined despite testing from different physicians. The patient had swelling in his lips and eyes, hives, and back/chest pain. The patient was concerned that the device could be leaking a substance into his bloodstream. Additional information was requested.

Manufacturer narrative:
Extension model 748940 (B)(4) implanted: 2006-(B)(6) explanted: na. Extension model 748940 (B)(4) implanted: 2006-(B)(6) explanted: na. Programmer model 7435 (B)(4). Lead model 399930 lot# v002125 implanted: 2006-(B)(6) explanted: na. (B)(4).

Manufacturer narrative:
Additional review determined that while serious, the symptoms reported did not indicate a life threatening event. Life threatening was incorrectly checked on the initial report.